Manufacturer narrative:
A review of the manufacturing device history record for lot number 17d01 provided by the customer was completed. The product was manufactured on the 06th of april 2017. We confirmed that no ¿cracked lids¿ or ¿imploded lids¿ were documented during the manufacturing of this batch. The investigation determined that all products were manufactured, inspected and released in accordance to our established specification for quality and efficacy. No sample was received; therefore, an evaluation of the complaint device for deficiency of construction could not be performed. However, the picture provided depicted an imploded flex lid in the middle part of the flex lid component. As part of the investigation, we evaluated all steps in the manufacturing and inspection of our flex liners. During sampling, no defective flex lids were observed. This is the 1st complaint received in regards with ruptured lid from this catalog number and lot number in the past three calendar years. As part of our ongoing product enhancements a modification to the flex lid design was completed which entailed in machining the flex lid tool to add more material between the patient and vacuum port . Key production and quality personnel have been made aware of this reported incident through the investigation process.

Event description:
The lid of the soft liner broke outwards while in use during a life threatening gyn/c-section. The suction control unit was tested by the in-house technicians and found to be working fine. (We did learn that the procedure was a vaginal delivery and not a c-section.)